Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the velys saw interface left was returned to depuy synthes for evaluation. Visual analysis of the left-sasi device revealed no significant damage or visual defects that could have contributed to the reported event. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed using the saw wing fixture. The assessment found that the left-sasi saw clamp lever articulated freely without the saw wing fixture engaged; however a looseness was noted. During functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that normal force was required to open the saw clamp lever while the saw wing fixture was engaged. The overall complaint was confirmed as the observed condition of the velys saw interface left would contribute to the complained device issue. Based on the investigation findings, the root cause of the undesired movement or play between the sasi clamp and sasi itself is traced to design. The product issue has been addressed through depuy synthes quality management system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the while using the robotic assisted saw interface device and the array interface device it was observed that the device array was loose and the left saw interface was loose at the saw connection, causing the saw to cut out a bit. It was reported that there were no delays in the surgical procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. This is report 2 of 2 for the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.